Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated after the two-hour warm-up, the cgm displayed a value of 70 mg/dl. The patient did not feel well (no symptom details provided); his son did a fingerstick and the bg value was 20 mg/dl. The patient¿s son called for an ambulance and upon arrival the patient was given glucose via intravenous (IV) therapy until his bg became stable. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.